Event description:
Thermachoice was opened for case. Unit was not sealed. Pressure was inconsistent with instrument. Air bubbles were present in line. Physician insisted on opening a new thermachoice. Opened and worked properly. No injury to patient.